Manufacturer narrative:
E1: patient city: (B)(6). Patient country: greece.

Event description:
Reference number (B)(4). Event occurred in greece. It was reported that the patient faced infusion set leak between tubing and site connector detachment event on (B)(6) 2025. No further information available.